Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using the prostar xl device after a transcatheter aortic valve implantation. Reportedly, during deployment, while retracting the needles, resistance was felt. All four needles were stuck inside the device and could not be fully deployed. To recover the needles, the device was pulled slightly out from the patient to expose the distal edge of the hub and needles. All four needles were then captured and removed. Hemostasis was achieved using the prostar xl sutures. There was no adverse patient effects. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the needles, sutures and coiled suture lumens were not returned. The needle slots and suture ports appeared to be normal. The reported event could not be verified or confirmed as there was no abnormal observation found on the returned device that could have contributed to the reported inability to deploy the needles. Also, there were no challenging anatomical conditions reported or definitive evidence in the evaluation of the returned device to suggest incorrect technique. During manufacturing, to assure that all products perform according to specifications they are subject to inspection during manufacturing and a quality control audit inspection is performed to verify product quality. The probable cause for the reported inability to deploy the needles could not be determined. There was no manufacturing or quality deficiency detected that could have contributed to the reported event. Review of the device history record for this lot did not produce any nonconforming material records associated with this lot. A query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.